Event description:
It was reported that the patient was presented at the hospital due fatigue and shortness of breath. The patient was found to have methicillin-resistant staphylococcus aureus (mrsa) blood borne infection, per positive blood culture tests. The implantable cardioverter defibrillator (ICD) pocket was noted to be normal without compromise and there were no vegetations noted on the lead per echocardiogram examination. The entire ICD system was explanted and replaced on the opposite side. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.